Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the suture sleeve of the right atrial lead was missing. The physician opted to cut a suture sleeve from a new lead and used it on the original lead. The patient was stable.